Manufacturer narrative:
The lead was discarded by the hospital and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to high pacing impedance measurements greater than 2,500 ohms. The high impedance measurements were also confirmed via the pacing system analyzer (psa), however the location of a fracture was unable to be identified. The device had also recently reached end of life (eol) and was replaced. No adverse patient effects were reported.